Manufacturer narrative:
The explanted evoke scs system was discarded. The cause of the infection could not be confirmed. The evoke scs system surgical guide includes the following: infection that may require hospitalization with intravenous antibiotic therapy and may require surgery (including revision, explant, and replacement) as a result. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was explanted due to an infection on their back. It is not confirmed whether the evoke scs system contributed to the infection. Following the explant procedure, the patient was prescribed antibiotics. The patient was confirmed to be re-implanted with a new evoke scs system on (B)(6) 2024 and receiving adequate therapy.